Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was a force sensor test error in the history. Start-up and inspection were performed to test the pump. The reported issue was confirmed. The force was out of spec at 5 and 15lbs and the count was at zero. The technician recalibrated the force and that cleared up the problem. The observed failed condition was the result of normal wear and calibration drift. The pump is over 9 years old. Damaged parts were replaced and the plunger float, plunger cable, plunger printed circuit board and the main printed circuit board were also replaced for preventative action.

Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a system failure regarding the force sensor test. There were no adverse events reported.